Manufacturer narrative:
Race - asian (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that angio-seal device was used for pci (percutaneous coronary intervention) of femoral artery. After opening the package, it is found that the protective cover of the angio-seal main body head end had been detached. After replacing the new angio-seal product, the bleeding was stopped without any damage to the patient. There was no harm to the patient. The blood loss was less than 250cc. A another angio-seal device was used to finish the operation.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the b5, e1 section and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received may 10, 2019: the issue was noted intra-operative. The sheath was used, and the angio-seal body was not used. The protective cover of the angio-seal at main body head meant the bypass tube. Hemostasis achieved with the second angio-seal deceive and was good to deal with the case. A pre deployment angiogram was performed.